Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated the additional 102 corevalve recipients were excluded from the study analysis because their conduction disturbances were pre-existing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: karacop e et al. Predictive role of ventricular repolarization parameters for the occurrence of complete heart block in patients undergoing transcatheter aortic valve implantation. Ann noninvasive electrocardiol. 2020 jul; 25(4): e12734. Doi: 10.1111/anec.12734. Published online 2019 dec 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the role of ventricular repolarization parameters to predict complete atrioventricular block in patients who underwent transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between 2013 and 2018. The study population included 150 patients and was predominantly male with a mean age of 81 years. All patients were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, adverse events included: post-tavi permanent pacemaker implantation due to complete heart block (49 cases). An additional 102 corevalve recipients were excluded from the study analysis due to the presence of atrial fibrillation, right bundle branch block, left bundle branch block, left anterior fascicular block, left posterior fascicular block, bifascicular block, and non-specific intraventricular conduction defects. It was not reported whether these conduction disturbances were pre-existing or occurred post-tavi. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.